Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking issues due to infusion set got snagged on the countertop and got pulled out from the site on (B)(6) 2026. No further information is available.